Event description:
The caller reported that the touchscreen was cracked and shattered. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.